Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.